Event description:
The customer reported that the monitors went blank at the start of the procedure. This resulted in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.